Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented for a follow-up in clinic. It was noted, that the pacemaker and the low voltage lead exhibited noise oversensing, due to suspected insufficient lead insertion into port header. No intervention was performed. The patient was stable.